Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient was going to have a bone density, mammogram and ultrasound. The patient also reported the stimulation vibrated in the upper body when lying down. It was noted the patient could not lay down with it on. She was not programmed for lying down. If she lied down, it vibrated quite a bit to her upper body. The patient said she did not have it on during the night; she turned it on during the day. The patient stated, they wanted to reprogram for lying down but the patient did not want them to. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.